Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides steps for properly disconnect from the cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set / line) occurred on the homechoice device during drain two of five of peritoneal dialysis therapy. The home patient was connected at the time of the alarm. During troubleshooting, it was noted that the patient had disconnected improperly during therapy and later reconnected to continue therapy. Proper procedures were reviewed and the patient was advised to start therapy over using new supplies or to complete therapy using manual exchanges. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.